Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range pace impedance measurements after initial connection at implant. The lead was disconnected and tested via pacing system analyzer (psa) which showed measurements within normal limits but again, the device showed high impedances once reconnected. The lv lead was disconnected once more, cleaned with mineral oil and reconnected at which time in-range measurements were achieved. No adverse patient effects were reported. This system remains in service.